Event description:
After the surgical case, a stryker irrigator was cut at the battery pack and placed in the trash after use. The battery pack was found smoldering from the pack and a burning odor was identified in the room. The staff removed the batteries from the irrigator pack and the smoky discharge stopped. The staff was instructed to remove the battery and do not cut the cords per manufacturer's disposal procedure. Additional training was completed to ensure that all staff was aware of proper disposal procedure.